Manufacturer narrative:
The medwatch report further reported that the physician made four passes with the scope through the endotracheatomy tube with no problems. On the fifth pass, the inner cannula bunched up and snagged the skin of the bronchoscope insertion tube tearing the skin (bending section rubber) of the insertion tube and causing a small portion to remain in the airway / lung. A biopsy forceps was used to successfully retrieve the device fragment.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. A visual inspection was performed and found the distal end cover and 15% of the bending section cover both detached/broken off. The detached distal end cover and bending section cover were recovered. As a result, the light guide fibers inside the light guide bundles were found broken and exposed. The charge coupled device (ccd) unit was also exposed from the distal end. In addition, the bending section from the distal end area was found smashed/flattened. Multiple buckles and kinks were also noted on the middle portion of the insertion tube. The scope was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported scope damage is likely attributed to user handling and operator¿s technique. The instruction manual for use provides several warning and caution statements in an effort to prevent scope damage. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that towards the end of a therapeutic bronchoscopy procedure, the distal tip became detached and fell inside the patient when the physician was removing the scope from a non olympus shiley xlt 6.0 size endo trachea tube. The device fragment was removed from the patient using a different scope (model unknown). It was further reported that the scope was in a neutral position and lubricated with silicone; however, the shiley trachea tube is designed with a 90 degree angle. The procedure was complete using a different scope. No patient injury reported.